Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient's implanted infusion pump containing unknown medications. Indications for use included non-malignant pain and post-laminectomy pain. It was reported that the patient's pump was alarming. Upon interrogation, several motor stalls were noted. It was unknown if any of the stalls were due to electromagnetic interference or if the patient had a recent MRI. Pump logs indicated that six motor stalls with subsequent recoveries took place between (B)(6) 2016. Recovery times varied, ranging from six hours to 33 hours. Pump replacement was planned for (B)(6) 2016. It was noted that the patient experienced a return of pain due to lack of medication, but the patient recovered without sequela.

Manufacturer narrative:
The system was delivering dilaudid 18.0 mg/ml at 0.111 mg/day. The pump was returned for analysis. As received, the pump reservoir had 14 ml of fluid and was in the minimum rate infusion mode. Pump memory logs showed motor stalls and motor stall recoveries. Dispense testing failed. Destructive analysis found corrosion related issue-motor gear shaft wear. Conclusion code no longer applies. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. Result code no longer applies.

Manufacturer narrative:
The system was not delivering dilaudid. The system was delivering only morphine 20.0 mg/ml at 0.126 mg/day.

Event description:
Additional information was received from the healthcare provider on (B)(6) 2016. It was reported that the patient also experienced abdominal pain, nausea, vomiting, crawling sensations in the skin, and restlessness. Examination, telemetry, and x-rays were performed. No catheter problems were observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.